Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 88 months ago. Aneurysm and vessel morphology info at the time of implant are not available. The info for this case was received from another device MFR. The pt was treated 69 months post stent graft implant with an open cut down into the right sfa and placement of a 12x100 limb into the right common iliac artery, extending into the right external iliac artery for repair of a type iii endoleak. The physician believes that during the several attempts to resolve the type ii endoleak with coils, the radiologist created a type iii endoleak hole in the stent graft with stiff guidewire. Currently, there is a persistent type ii endoleak with aneurysm enlargement and is currently 11.6 cm in diameter, therefore, the physician elected to explant the stent graft system. No additional clinical sequelae were reported and the pt is fine. (MFR # 2953200-2010-00945).

Manufacturer narrative:
(B) (4). The stent graft has not been returned for eval. Endoleak. Type ii endoleak. Type iii endoleak due to guidewire. Conclusions: type ii endoleak. Type iii endoleak due to guidewire.